Event description:
A customer reported experiencing a cartridge alarm 20, which recurred even after being assisted by technical support with loading a new cartridge using the proper technique. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the faulty pump, providing the customer with a new one that had updated software. The customer was advised on using backup multiple daily injections, understood instructions on handling the replacement, and acknowledged the steps for returning the problematic pump to the company within ten days.